Manufacturer narrative:
The subject otv-s300 has not been returned to omsc. The user will not return the subject otv-s300. The otv-s300 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject otv-s300 was used for holep (: holmium laser enucleation of the prostate). During the procedure, noises and the line across the endoscopic image on the monitor occurred every time the user activated a laser device. The user replaced the subject otv-s300 with another device, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject otv-s300 was not returned to olympus medical systems corp. (Omsc). Omsc received following additional information from user. -the subject otv-s300 was used in combination with a hd 3cmos autoclavable camera head olympus ch-s200-xz-ea, an unspecified rigid cystoscope, and a laser generator device manufactured by another company (not olympus). The otv-s300 instruction manual shows the recommended combinations of equipment and the combination with the laser generator device (not olympus product) used in this event is out of the range of the recommended combinations. The otv-s300 has a function of a laser mode, and when the laser mode is turned on, wash-out of the endoscopic image decreases while irradiating laser. This function also described in the otv-s300 instruction manual, but no information is available on whether the user turned on the laser mode at this event. Omsc concluded that there is no abnormality with the subject otv-s300. And omsc surmised the cause of this event was attributed to that the user used the subject otv-s300 in combination with the device outside the recommended combinations and/or the user did not use the laser mode. In addition, the otv-s300 instruction manual stated the following warning. -if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) checked the device history record of the subject otv-s300, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".